Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 while documenting a separate complaint from a patient (pt) who reported he/she thought she had ¿pink eye¿ twice while wearing an acuvue2 brand contact lens, a second event was noted as the pt reported he/she was seen at an urgent care facility twice. Upon contacting the urgent care facility for additional medical information for the initial pt complaint, it was noted the pt was also seen (B)(6) 2017. The medical records received from the urgent care facility note the pt was diagnosed with bacterial conjunctivitis in the left eye at the (B)(6) 2017 visit. (B)(6) 2017 urgent care visit: pt c/o pink eye and presented with left eye redness without blurriness or diplopia and stated he/she had crusting in the os the day before. Pt¿s exam revealed perrla, eomi, sclera anicteric (+) left eye scleral injection, no active discharge. Pt was diagnosed with acute bacterial conjunctivitis os and was prescribed ocuflox solution 0.3% 2 drops into affected eye q 2 hrs for 2 days, then q 6 hrs for 5 days. No additional medical information was received. On (B)(6) 2017 a follow-up call was placed to the pt and the additional information was provided: the pt reported the suspect left eye lot number was not available. He/she purchased new lenses in (B)(6) 2017. The pt reported the pink eye in (B)(6) 2017 didn¿t have anything to do with the lenses. On (B)(6) 2017 a call was also placed to the pts prescribing eye care provider (ecp) and a representative reported in (B)(6) 2017 the pt was wearing the acuvue2 brand contact lenses. No additional information was provided. The suspect lot number is unknown and the suspect product is not available. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.